Manufacturer narrative:
Correction: cec adjudicated the event date as (B)(6) 2019. Implant date added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure a resolute onyx rx coronary des was implanted in the rca. Approx. Two months later the patient suffered left ventricle dysfunction. The patient was treated with a balloon pump placed in the chest and valve surgery. Coronary malperfusion with ischemia occurred during surgery. Cec adjudicated the event as non-q -wave mi (vessel unknown) 3rd udmi peri-CABG and commented not CABG but valve replacement. Hemodynamic instability post procedure associated with increased troponin. The site and sponsor assessed the event as not related to the device or to the antiplatelet medication. The patient recovered.